Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken implant during insertion (replaced twice)') in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of a third with coils which became entangled" and device difficult to use "difficulty with the placement on the right". Medical conditions: no family history of joint pain or asthma. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("broken implant during insertion (replaced twice)"), movement disorder ("limitation of movement") and metal poisoning ("suspicion of heavy metal poisoning"). In 2012, the patient experienced premature menopause ("early menopause with all the ensuing effects"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("acute pains at the level of the fallopian tubes especially on the right"). In 2019, the patient experienced asthenia ("asthenia daily with limitation of all activity"), arthralgia ("joint pain"), loss of libido ("loss of libido") and asthma ("asthma"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown and the adnexa uteri pain, asthenia, arthralgia, loss of libido, asthma, movement disorder, premature menopause and metal poisoning had not resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered adnexa uteri pain, arthralgia, asthenia, asthma, device breakage, loss of libido, metal poisoning, movement disorder and premature menopause to be related to essure (ess205). The reporter commented: essure placement under general anaesthetic. Menopause a few months after implant placement. Joint pain and asthma diagnosed a year ago without any reason or family history, allergic cause sought (classic, no allergy) therefore investigation for heavy metal poisoning. I have to have my unwell uterus removed because of a non-invasive method without surgery. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2019: uterus and adnexa of normal appearance, essure normally positioned - no visible lesion explaining the pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken implant during insertion (replaced twice)') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of a third with coils which became entangled" and device difficult to use "difficulty with the placement on the right". Medical conditions: no family history of joint pain or asthma. On an unknown date, the patient had essure (ess205) inserted. In 2012, the patient experienced premature menopause ("early menopause with all the ensuing effects"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("acute pains at the level of the fallopian tubes especially on the right"). In 2019, the patient experienced asthenia ("asthenia daily with limitation of all activity"), arthralgia ("joint pain"), loss of libido ("loss of libido") and asthma ("asthma"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("broken implant during insertion (replaced twice)"), mobility decreased ("limitation of movement") and metal poisoning ("suspicion of heavy metal poisoning"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown and the adnexa uteri pain, asthenia, arthralgia, loss of libido, asthma, mobility decreased, premature menopause and metal poisoning had not resolved. The reporter provided no causality assessment for complication of device insertion with essure (ess205). The reporter considered adnexa uteri pain, arthralgia, asthenia, asthma, device breakage, loss of libido, metal poisoning, mobility decreased and premature menopause to be related to essure (ess205). The reporter commented: essure placement under general anaesthetic. Menopause a few months after implant placement. Joint pain and asthma diagnosed a year ago without any reason or family history, allergic cause sought (classic, no allergy) therefore investigation for heavy metal poisoning. I have to have my unwell uterus removed because of a non-invasive method without surgery. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - on (B)(6) 2019: uterus and adnexa of normal appearance, essure normally positioned - no visible lesion explaining the pain.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.